Event description:
It was reported that mis-drillings occurred with the reported device in different surgeries.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the returned device matched the report and the reported event was confirmed. Review of the inspection records revealed no discrepancies. It was concluded that the event was not caused by any deficiency of the device, but is most likely related to the intra-operative procedure.

Event description:
It was reported that mis-drillings occurred with the reported device in different surgeries.